Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("her essure coils could not be identified / the ultrasound revealed that the right-side essure coil could not be identified / left side essure coil had migrated out satisfactory position / malposition of essure device location of device: uterus") and pregnancy with contraceptive device ("during an ultrasound that plaintiff learned she was pregnant") in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 6, hypothyroidism, cholecystectomy, enlargement of lymph nodes, cyst removal, cholecystectomy and cryosurgery. Previously administered products included for an unreported indication: phentermine and levothyroxine. Concurrent conditions included artificial rupture of membranes, fetal movements decreased, breast feeding, hypothyroidism, diarrhea, weight gain, gastrointestinal disorder, kidney stones and smoker. Concomitant products included drospirenone w/ethinylestradiol (yaz) for contraception as well as medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. The essure devices were placed with four coils noted on each side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: positive. Ultrasound scan - on (B)(6) 2008: she was pregnant. On (B)(6) 2009, plaintiff presented for transabdominal ultrasound evaluation of fetal anatomy and essure placement. The ultrasound revealed that the right-side essure (& coil could not be identified, and the left-side essure coil had migrated out of satisfactory position. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "the plaintiff did not undergo an essure confirmation test" was added. New reporter were added. Historical and concomitant conditions and medication were added. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("left side essure coil had migrated out satisfactory position / malposition of essure device location of device: uterus"), device dislocation ("her essure coils could not be identified /the ultrasound revealed that the right-side essure coil could not be identified /"), complication of pregnancy ("pregnancy with complication") and pregnancy with contraceptive device ("during an ultrasound that plaintiff learned she was pregnant") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6, hypothyroidism, cholecystectomy, enlargement of lymph nodes, cyst removal, cholecystectomy and cryosurgery. Previously administered products included for an unreported indication: phentermine and levothyroxine. Concurrent conditions included artificial rupture of membranes, fetal movements decreased, breast feeding, hypothyroidism, diarrhea, weight gain, gastrointestinal disorder, kidney stones and smoker. Concomitant products included drospirenone w/ethinylestradiol (yaz) for contraception as well as medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2009, the patient experienced complication of pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, complication of pregnancy, pregnancy with contraceptive device and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered complication of pregnancy, device dislocation, device expulsion, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. The essure devices were placed with four coils noted on each side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: positive ultrasound scan - on (B)(6) 2008: she was pregnant on (B)(6) 2009, plaintiff presented for transabdominal ultrasound evaluation of fetal anatomy and essure placement. The ultrasound revealed that the right-side essure(& coil could not be identified, and the left-side essure coil had migrated out of satisfactory position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("left side essure coil had migrated out satisfactory position / malposition of essure device location of device: uterus"), device dislocation ("her essure coils could not be identified /the ultrasound revealed that the right-side essure coil could not be identified /"), complication of pregnancy ("pregnancy with complication") and pregnancy with contraceptive device ("during an ultrasound that plaintiff learned she was pregnant") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6, hypothyroidism, cholecystectomy, enlargement of lymph nodes, cyst removal, cholecystectomy and cryosurgery. Previously administered products included for an unreported indication: phentermine and levothyroxine. Concurrent conditions included artificial rupture of membranes, fetal movements decreased, breast feeding, hypothyroidism, diarrhea, weight gain, gastrointestinal disorder, kidney stones and smoker. Concomitant products included drospirenone w/ethinylestradiol (yaz) for contraception as well as medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2009, the patient experienced complication of pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on 18-oct-2017. At the time of the report, the device expulsion, complication of pregnancy, pregnancy with contraceptive device and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered complication of pregnancy, device dislocation, device expulsion, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. The essure devices were placed with four coils noted on each side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: positive ultrasound scan - on (B)(6) 2008: she was pregnant on (B)(6) 2009, plaintiff presented for transabdominal ultrasound evaluation of fetal anatomy and essure placement. The ultrasound revealed that the right-side essure(& coil could not be identified, and the left-side essure coil had migrated out of satisfactory position. Most recent follow-up information incorporated above includes: on 20-sep-2018: new pfs received- new event pregnancy with complication was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("left side essure coil had migrated out satisfactory position / malposition of essure device location of device: uterus"), device dislocation ("her essure coils could not be identified /the ultrasound revealed that the right-side essure coil could not be identified /") and pregnancy with contraceptive device ("during an ultrasound that plaintiff learned she was pregnant") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 6, hypothyroidism, cholecystectomy, enlargement of lymph nodes, cyst removal, cholecystectomy and cryosurgery. Previously administered products included for an unreported indication: phentermine and levothyroxine. Concurrent conditions included artificial rupture of membranes, fetal movements decreased, breast feeding, hypothyroidism, diarrhea, weight gain, gastrointestinal disorder, kidney stones and smoker. Concomitant products included drospirenone w/ethinylestradiol (yaz) for contraception as well as medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, device expulsion, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. The essure devices were placed with four coils noted on each side following placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: positive ultrasound scan - on (B)(6) 2008: she was pregnant on (B)(6) 2009, plaintiff presented for transabdominal ultrasound evaluation of fetal anatomy and essure placement. The ultrasound revealed that the right-side essure(& coil could not be identified, and the left-side essure coil had migrated out of satisfactory position. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: urinary tract infection was added. The event device expulsion was split in device expulsion and device dislocation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.